Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted implant. During the implant procedure, the physician could not get the lead to the target vessel due to perforation. This product was surgically abandoned. No additional adverse patient effects were reported